Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer reported issue has been resolved, the ventilator is back in service. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, while in use on a patient, the 840 ventilator was not functioning on alternating current (ac) power. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.